Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e-module. The customer provided data for 23 patients, of which 15 patients had discrepant results. Please refer to the attachment to the medwatch for patient data. There were no reports of any adverse events. The hcgb reagent lot number was 167584 and the expiration date was not provided. The field service representative went on site. He checked the bead mixer and the alignment was ok. He checked the horizontal and vertical adjustments of the reagent probe and it was ok. He tested the reagent probe exchange between modules and received a movement alarm. He received an alarm when pipetting reagents with low volumes. He performed cleaning and a visual inspection of the flat cable mechanism. He found a possible failure point on the track. He isolated the trail. Afterwards, he performed quality control with ok results. He went back on site later and replaced the flat cable successfully. He then performed a precision test and the results were ok. The module has been in routine service since (B)(4) 2013 without any problems.

Manufacturer narrative:
This event occured in (B)(6).